Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0kljv, implanted: 2014-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that about a month prior to the report before a patient left for a trip, stimulation was at 3.5. About a month prior to the report during the trip, the patient¿s spouse realized that the device didn¿t work. Urination was coming the same way as before implant. The patient had a loss of therapeutic effect and a loss of bladder control. There was no known accident or incident related to the complaint. The patient programmer could not communicate with the device and a message was seen. The patient¿s spouse was able to synch the programmer with the implantable neurostimulator (ins) and the device was on program 1 at 3.0. The ins icon was empty, did not have the lightning bolt, and the device was powered off. Stimulation was not able to be adjusted. The ins was turned on and the setting of 3.0 was too strong since the patient hadn¿t felt stimulation for a month. Stimulation was decreased to 2.3 before it was comfortable. The patient needed to get used to stimulation again. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.